Event description:
The customer reported that there was an iris potentiometer error. This malfunction on the 9600 system prevents the x-ray function from working and it will shut the system down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The iris potentiometer was replaced and the collimator was adjusted during the service call. The system was tested and found to be working as intended and put back into service.